Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 869 mg/dl, diabetic ketoacidosis, unconsciousness, "mi" (myocardial infarction), and cardiac arrest; cause was not known. Customer went to the emergency room with moderate ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit, had "emergency heart surgery, installing a stent", and treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2024 with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.